Manufacturer narrative:
This lead was capped on (B)(6) 2021 due to inappropriate therapy caused by lead noise. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Patient received an inappropriate shock due to what appears to be lead noise. Shock impedance was also <20 ohms according to hm. Patient is currently being evaluated in the clinic. Device remains implanted.